Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 72 mg/dl. Reportedly, the customer inadvertently requested a 12-unit bolus to be delivered instead of entering a smaller value. Subsequently, the customer drank juice to address the low bg and an ambulance took the customer to the emergency room (ER). The customer was treated with a glucose injection that resolved the low bg. The customer was released 16 hours later in a stable condition and with no permanent damage. During troubleshooting, no issues were found with the pump and the pump was functioning as expected. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem use guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.